Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was not completed because the device lot number was not provided. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that their administration set that leaked from the filter after it "burst" during the infusion. They stated that they were able to start a new bag with a new administration set and continue their infusion. Mmd did follow up with the initial reporter and they stated that the patient had not had any sypmtoms or adverse effects related to the complaint. They provided no clarification about the reported issue with the filter and no further information was provided. (B)(4)